Event description:
Additional information received that replacement of ipg resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at the ipg site and was having difficulty charging due to the position of the ipg. Surgical intervention was undertaken on (B)(6) 2018 during which the ipg was explanted and replaced.